Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no physical damage to the instrument noted after the arcing event. The instrument did not appear to have thermal damage. The conductor wire (black wire) did not appear to be broken, loose, and/or frayed. A surgical task was being performed when the arcing event occurred. The instrument was in use a couple of minutes prior to the arcing event. It is unknown when the arcing event occurred if the instrument tip (s) were in contact with tissue. The arcing appeared from the specific instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Monopolar curved scissors were also used during this surgery. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.